Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the tracker was defective. The inserted instrument could not be removed. The instrument was stuck in the tracker and the clamp could not opened. There was no patient involvement.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The inserted tool in the orange tracker was a tool what was reported as damaged in a previous case. This meant that the tool was a lumbar probe. This probe could insert into the orange tracker. The probe fixed automatically over two retaining clips to in the tracker. To remove the inserted lumbar probe from the tracker, the customer had to open the two retaining clips. The problem in this case was that the customer was unable to open the two clips. Therefore it was not possible to remove the lumbar probe instrument. In this case, this the orange tracker was the only faulty instrument. The lumbar probe was stuck in the orange tracker. The medtronic representative (rep) clarified that the clamp he was referring to was the two retaining clips from the orange tracker with. There was no issue with a spine clamp.